Event description:
It was reported that the insulin pump had no power and the battery was replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump power up properly and the device passed the displacement test. However, while being monitored, the insulin pump had a frozen display followed by a constant audible alarm. Problem isolated to the motherboard. Unable to confirm of no power alarm anomaly due to the frozen display. See scanned pages.